Event description:
It was reported that the patient¿s right ventricular (rv) lead was capped and replaced on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).